Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose was 15.3mmol/l. The customer stated insulin squirt out during manual prime. Customer insulin pump was not bumped or dropped and no water contact. The customer stated the drive support cap is not damage. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.